Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has no waveforms. The customer swapped out the module and the waveforms were present. The device was returned to nihon kohden, evaluated, and the reported issue could not be duplicated. Completed all steps per maintenance check sheet in the service manual. Advised the customer that we could not duplicate the reported issue. Customer requested we return the bsm. Device returned to the customer.

Event description:
The customer reported that the bsm (bedside monitor) has no waveforms. The customer swapped out module and the waveforms were present.